Manufacturer narrative:
Animas has become aware of information to support that the battery cap was not damaged as initially reported. There was moisture/corrosion inside the battery compartment; however, there was no damage to the battery cap.

Manufacturer narrative:
Follow-up #2: date of submission 11/30/2016¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2016 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and passed. The original complaint of a damaged cap was unable to be duplicated. The battery cap and cartridge cap were free of defects. The pump was opened to find no moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.